Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture", and "capsular contracture baker grade IV".

Event description:
Patient reported left side rupture, exchange due to concern with the product, and capsular contracture baker grade IV. Device has been explanted.